Event description:
A us distributor reported that two batteries were unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery packs have been completed. The reported problem (will not power up) was confirmed due to a loose bus bars inside of the batteries. The root cause of the loose busbars cannot be positively identified. There was no adverse event that resulted from the damaged batteries.